Event description:
It was reported that the right atrial lead exhibited noise resulting in inappropriate auto mode switch episodes. During pocket revision, noise could be reproduced with pocket manipulation and low lead impedance was also observed. The lead was explanted and replaced during device change out procedure. There were no complications and the patient tolerated the procedure well.

Manufacturer narrative:
(B)(4).